Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. There was no pt involvement. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the footswitch. The system operates as intended.